Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized and visited emergency room for hypoglycemia on (B)(6) 2020. Customer had low blood glucose levels of 3.9 mmol/ or lower. Customer treated low blood glucose levels with food and glucose tablets. Customer was using insulin pump system within forty-eight hours of reported low blood glucose event. Customer was found unconscious. Customer was treated with glucose solution. Customer was having low blood glucose levels in past two weeks. Troubleshooting was performed. The customer was advised to disconnect from the infusion set and remove reservoir from the insulin pump. It was reported that the customer changed the infusion set two days ago. The insulin pump passed the displacement test. It was reported that the all the settings were correct on the insulin pump. Product is not expected to return for analysis.